Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department for experiencing palpitations due to intermittent loss of capture exhibited by the right ventricular (rv) lead. It was further noted that the rv lead exhibited unstable thresholds. The lead was reprogrammed and the patient was admitted into the hospital. A few days later the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.